Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent dislodged. The index procedure treated the 70% stenosed and moderately calcified target lesion located in the mid left anterior descending artery. Treatment consisted of pre dilation with an unspecified apex balloon and the attempted placement of a 2.75x20mm taxus liberte stent, but resistance was met. The decision was made to pull the entire stent delivery system (sds) back out. But while withdrawing the sds, the balloon was inadvertently inflated causing the stent to partially deploy while still inside the guide catheter, however the stent remained partially on the edge of the balloon. The balloon was deflated and the guide catheter went back successfully into the sheath, but at the point the stent met the tip of the sheath it became dislodged and wedged between the pt's groin and the sheath. The stent remained on the wire. Using a non bsc micro snare, the stent was successfully removed leaving nothing behind in the pt. The introducer sheath was also removed necessitating the need for compression at the access point until the heparin wore off. The procedure could not be completed due to this event. No pt complications were reported and the pt's condition was listed as "ok".